Manufacturer narrative:
Product analysis: the complaint was confirmed. The stylus was found to be defective, and was replaced. The connection between the display overlay and printed circuit board (pcb) was cleaned and re-seated, parameters were reset, and stylus was calibrated. The floppy drive was found to be defective, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-03-19: the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus and cursor were misaligned. The programmer is expected to be returned for service, but has not yet been received. No patient complications have been reported as a result of this event.